Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the oxygen gas module was replaced. No goods have been received for investigation, since it was scrapped in the hospital. The received device log files confirm the reported problem, that the nozzle unit inside of the oxygen gas module was faulty. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6)2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods was returned for investigation, the cause of the reported failure could not be determined.